Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The field representative will continue to monitor the patient. As of this time, the device remains in service. No adverse patient effects reported.